Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead triggered a latitude red alert corresponding to a shock impedance measurement of less than 20 ohms. The patient's latest latitude remote interrogation noted shock impedance measurements in the 40-50 ohm range. The boston scientific crm technical services department recommended bringing the patient in clinic and performing a maximum energy shock test to evaluate the defibrillation system. Subsequent information indicated that the system displayed low pacing impedance measurements. Technical services reviewed historical lead data an noted that the pace impedances had been trending downward over the last 18 months. The patient was brought into the clinic and the system was tested. Isometrics and pocket manipulation were performed which resulted in pacing impedances of 201-233 ohms. All other lead measurements were normal and within range. The patient was to be scheduled for a lead revision at a future date. No adverse patient effects were reported. As of today, the system remains in service.

Event description:
Subsequent information indicated that a lead revision procedure was performed. It was determined that the lead had dislodged. It was also noted that the lead was displaying high pacing thresholds. The lead was explanted and inadvertently thrown away. There were no adverse patient effects from the procedure reported.

Manufacturer narrative:
The patient was brought back in clinic for troubleshooting. Shock impedance measurements between 50 and 82 ohms were observed in each shocking configuration. A 1.1 joule and 41 joule commanded shock resulted in impedance measurements in the 50 ohm range. At this time, the physician has elected to monitor the situation, since delivered shock impedance measurements and shock impedance testing measurements remain within normal range. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information becomes available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.